Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-19244.

Event description:
The customer reported she was hospitalized with high blood glucose and also she had a mini stroke and they were looking for signs of heart attack. The customer stated that she changed insurance and was not receiving her sensors and it is difficult for het to monitor her blood glucose without the sensor. The customer mentioned she had issues with sensors falling out and sensor readings discrepancies. The sensor issues occurred for about the last month and a half. The customer did not require assistance.